Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed. Tech services noted that the baton's lens window was broken.

Event description:
The customer reported that during a patient procedure, using a glidescope cobalt avl baton 3-4, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.